Event description:
It was reported that the shaft was bent. After unpacking, it was noted that the shaft of a 3.0/15/15 leveen coaccess electrode was bent. The device was exchanged and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: received one coaccess electrode with original opened pouch and product label. No visible residue was found on the device. The array was fully retracted and the needle/ cannula was found to be bent. A functional evaluation to extend and retract the tines was difficult due to the bent needle. The tines were evenly spaced and undeformed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).